Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system during an emergency case, it was reported that no system movements were possible. A system restart was attempted, however, it was unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation of the log files showed failure on both the mcu (motor control unit) side and the scu (stand control unit) side. A contact problem at the connectors of the mcu was identified. This kind of failure can be attributed to a bad contact in the mcu subcomponent of the system. During trouble shooting the contacts were checked and reseated. The error did not recur and the system has been returned to clinical operation. No further actions are initiated.